Manufacturer narrative:
One device was returned for investigation. It was reported that "cassette error" through cassette detection test. Device shows "invalid" as the center pin is having trouble. History review shows 10 instances of "broken cassette" leading up to the instances of having cassette problems. Also noted the dso (downstream occlusion) seal was separating and hence replaced it. Device issue was probable cause broken cassette being used. Performed dso/uso (upstream occlusion) sensor calibration. Performed pvt, unit passes all testing criteria. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that pump displayed "remove and reattach cassette", when there was no cassette attached. There was no patient involvement.